Event description:
Procedure: laparoscopic colon resection. After two hours of using the device an air leakage occurred. It was confirmed that the the valve part of the device was broken. The piece was found in the cavity and retrieved without incident. No injury reported.